Manufacturer narrative:
The device history report could not be reviewed, as the lot number is unknown. As no sample was returned for investigation, an evaluation could not be performed. The result of the evaluation is inconclusive as no sample was returned. This application represents an off-label use. The fluency tracheobronchial stent graft is indicated for use in the treatment of tracheobronchial strictures and has never been tested for an application as described in this case. The IFU supplied with this product states that the safety and effectiveness of this device for use in the vascular system has not been established.

Event description:
It was reported that during an a/v access case, the doctor went sheathless in a very tortuous path that had an acute turn, advanced the device, and was only able to unsheath 4mm of the stent. The doctor could not advance or retract the stent. He then used a great deal of force and the tuohy snapped. The stent was then removed through a sheath.